Event description:
Complainant reported a balloon rupture. The nurse was testing the catheter when she noticed, the balloon was broken.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.